Manufacturer narrative:
Final analysis found that the device was received in normal condition with battery voltage above eri. Analysis of the device image showed that a false eri was triggered due to transient low battery. The behavior is consistent with the device approaching eri with the auto-capture function enabled. The battery and longevity of the device was however functioning within normal range. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for the routine follow up. Upon interrogation, the pulse generator exhibited premature elective replacement indicator (eri) and high impedance values. On (B)(6)2018, the device was explanted and replaced successfully. The patient was stable throughout the whole procedure.